Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the blood does not separate upon centrifugation with bd p100 blood collection system for plasma protein preservation. Verbatim: our lab has encountered a problem with the bd p100 tubes: the blood does not separate upon centrifugation. This has happened three (3) times in the past two months. The most recent occurrence was yesterday (details of lot number and expiry date as per above). The two other incidents occurred in (B)(6) 2018, but the lab had already thrown out the samples and I was not able to obtain the details regarding the lot number or expiry date. Note: these tubes are used to collect specimens for tests performed on sick children each incident of a defective tube requires a specimen recollection, which is very stressful for the parents, not to mention the dissatisfaction of the treating physicians.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood does not separate upon centrifugation with bd p100 blood collection system for plasma protein preservation. Verbatim: our lab has encountered a problem with the bd p100 tubes: the blood does not separate upon centrifugation. This has happened three (3) times in the past two months. The most recent occurrence was yesterday (details of lot number and expiry date as per above). The two other incidents occurred in (B)(6) 2018, but the lab had already thrown out the samples and I was not able to obtain the details regarding the lot number or expiry date. Note: these tubes are used to collect specimens for tests performed on sick children ¿ each incident of a defective tube requires a specimen recollection, which is very stressful for the parents, not to mention the dissatisfaction of the treating physicians.